Event description:
Same case as manufacturer report number 6000118-2005-00114. During a treatment procedure to place a filter, the carrier could not be locked into the braided sheath. The physician was able to hold the carrier in position and deploy the filter successfully. No pt injuries or complications were reported.